Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event unknown / not provided a4: patient weight unknown / not provided g4: premarket identification k101880.

Event description:
It was reported that an implant at tooth site #36 was removed as the implant mount became stuck inside the implant during the placement process. Procedure was completed using implant of the same reference.